Event description:
Patient was having a large dense uterine fibroid removed. The smith and nephew hysteroscope hand piece and blades were being used to remove the fibroid. Within five minutes of using the smith and nephew truclear ultra mini device, the blade began seizing.